Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan alleging that their onetouch ping meter was not powering on. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began on the night of (B)(6) 2015. The patient manages their diabetes with insulin with no adjustments. The patient reported increasing their usual dose of novolog to 20 units in response to the alleged issue. The patient reported developing a symptom of ¿vomiting¿ at 3:00 am on (B)(6). The patient reported going to the emergency room where they were treated with IV fluids at 9:30 am. The patient reported testing their blood glucose on an emergency medical service and obtained a reading of ¿152 mg/dl¿. The patient did not have their testing supplies available at the time of their call to lifescan so the cca was unable to troubleshoot the issue. Replacement products were sent to the patient. This complaint is being reported because the patient was treated by a health care professional after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.